Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Against resistance. The stent remains in the patient. The stent delivery system has been discarded. A followup will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Stent dislodgement can be influenced by many factors, including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. It was reported that the stent delivery system (sds) was slightly pressurized, resulting in the partial expansion of the stent; however, it was then noted the lesion was not completely covered; therefore, pressurization was stopped. Any attempts to move the sds balloon would result in the stent completely dislodging from the balloon as the stent was already partially deployed and interacting with the lesion. Additional treatment was used to fully expand the stent in the lesion with a balloon catheter. The reported difficulties appear to be related to the operational context of the procedure. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The date of event, and implant date, reported on the initial medwatch were both the best estimated date of the event which was reported as occurring in (B)(6) 2011.

Event description:
It was reported that the lesion was in a distal right coronary artery. The stent delivery system was advanced across the lesion, and the expansion of the stent was started; however, it was realized that the lesion was not fully covered. The distal end of the stent had started to expand, which resulted in the stent becoming stuck in the lesion causing the stent to dislodge. The stent delivery system balloon was removed, after which the stent was fully expanded in the lesion with a balloon catheter. The decision was made not to use another stent to cover the rest of the lesion. The case was completed, the patient is fine and there are no plans to go back and cover the lesion. No patient effects were reported. No additional information was provided.